Manufacturer narrative:
The site will not be returning the vessel sealer extend (vse) instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the vse associated with this event has been performed. There were no errors that would point to an instrument or generator issue. A log review indicates that the instrument was on the last usage. No images or videos were shared for the event. This complaint is reportable due to the following conclusion: it was reported that upon the completion of a da vinci-assisted lobectomy procedure, after the use of a vessel sealer extend instrument to seal and cut across a6, a segmental branch of the pulmonary artery, the patient experienced bleeding. As a result, there was a change in the patients status right after the robotic procedure was completed. The patient was taken back in for a second procedure, which was performed as an open traditional thoracotomy procedure. The surgeon stated there was no allegation that the vessel sealer extend instrument malfunctioned to have caused the bleeding.

Event description:
It was reported that upon completing a da vinci-assisted lobectomy procedure, the patient was repositioned. At that time, there was bleeding experienced by the patient. As a result, there was a change in the patient's status right after completing the robotic procedure. The patient was taken back in for a second procedure, which was performed as an open traditional thoracotomy procedure. The bleeding was speculated to be from the a6, a segmental branch of the pulmonary artery, where the surgeon had used a vessel sealer extend instrument to seal and cut. There was no allegation that the vessel sealer extend instrument malfunctioned to have caused the bleeding. The patient was (B)(6) years old, slightly obese, and on aspirin therapy. As per the assistant surgeon's speculation, the contributing factors are the patient's obesity, aspirin therapy, and the primary surgeon should have ligated the vessels. The issue was not due to the vessel sealer extend instrument. It is also unknown at this time if the patient had discontinued the aspirin therapy before the procedure. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: it was reported that the surgeon had sealed the a6 branch of the pulmonary artery with the vessel sealer extend instrument with no sealing issues or any other intraoperative complications. The vessel was about 4-5mm in size. The site had confirmed that the surgical staff heard the audible tones indicating that the sealing cycle was complete and that the system did not generate any errors. The following is unknown: evidence of calcification, tissue exposed to any radiation or chemotherapy, tissue effect, encountered any impediments, and tissue tension. It was also confirmed that the generator settings were within specifications. The estimated blood loss was unknown; however, 5000ml of blood transfusion was administered. It was stated that the patient was on extracorporeal membrane oxygenation (ECMO) support. The video recording of the procedure will not be available to isi for review. The vessel sealer extend instrument will not be returned to isi for evaluation.